Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 3889, implanted: (B)(6) 2019, product type: lead. Other relevant device(s) are: product ID: 3889, ubd: 14-jun-2020. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care provider of a clinical study via a manufacturer representative regarding a patient implanted with an implantable neurostimulator (ins). It was reported that at the patient¿s 6 week follow up visit, the device programming information showed the following: electrode 3: positive electrode 2: off electrode 1: negative electrode 0: off device case: off amplitude limit (volts): 0.55 cycling: off therapy impedance (ohms): 0 amplitude: 0.5 volts. No further event information was available at this time. No further complications were reported or anticipated.